Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial lead exhibited rising impedances and thresholds. The lead was explanted. No additional adverse patient effects were reported. The lead has not been returned for analysis.